Manufacturer narrative:
D10: concomitant devices: 2331372 148-28-93 - 12/14 zirconia head 28mm -3.5mm neck. 2376129 180-01-44 - cup, cluster-hole, 44mm group 0. 2727925 160-01-12 - pf stem tapered plasma ext offset sz 12. 2821005 120-65-20 - bone screw 6.5mm dia x 20mm long. 2821109 120-65-20 - bone screw 6.5mm dia x 20mm long. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 122 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, catastrophic poly wear, the poly had been worn all the way through and ceramic/titanium interface was making audible noise in addition to pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.